Manufacturer narrative:
No cover was used with this warm pack per: (B)(6). Value analysis facilitator. Risk management at the hosp has no record of the lot number for this warm pack. Warm pack was place directly on pt's skin without a cover as the cautions and instructions state on the warm pack.

Event description:
Event desc: pt had first degree burns on abdomen. Apparently this was from a heat pack on the day of discharge. Six days later, the pt was noted to have second degree burns to their abdomen (with eschar). Oral antibiotics were started and silvadene cream and clinic appt's were initiated.